Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) guided customer to perform a cycle count was performed and allowed the user to access the medication. During the cycle count, the bin count was corrected to match the system value of zero, thereby resolving the issue. The system functioned as intended after technical support specialist assisted the customer to troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer failed to open during medication dispensing. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.